Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose level was 500+ mg/dl. The customer treated with a syringe. The customer was assisted with an infusion set change. The customer stated that she went into diabetic ketoacidosis. The customer stated that her sugar goes high when she is nervous. The customer declined to troubleshoot for high readings.